Event description:
Pt had bilateral total knees in 2003. In 2004, the left knee was removed. The tibial plate was found to be grossly loose.

Event description:
Pt had bilateral total knee in 2003. In 2004, the left knee was removed. The tibial plate was found to be grossly loose.